Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the patient experienced screen display frozen. No additional event or patient information is available. No product or data were provided for evaluation. The confirmation of the complaint is undetermined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver screen display was frozen. The product was evaluated. An external visual inspection was performed and passed. Charge and boot testing was performed and passed. The log was downloaded and reviewed finding no errors related to the complaint. Receiver functional test was performed and passed. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.